Event description:
The cypher 3.5x13 stent was deployed in the left main artery. Subsequently, an attempt was made to deploy a cypher 3.0x13 stent in proximal left anterior descending; however, this stent failed to deploy. Therefore, the physician attempted to withdraw the cypher 3.0x13 stent; however, it became stuck on the cypher 3.5 x 13 stent in the left main artery and dislodged off its delivery catheter balloon. Consequently, the physician used a snaring device and had to snare both cypher stents.

Manufacturer narrative:
The device is available for eval and testing. However, it has not been received as of to date. Additional info has been requested and will be submitted within 30 days upon receipt. This is one of two products involved with the reported event, which is associated with mfg report number 3003742446-2008-00120.